Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported the rotor roller tabs/sleeves were loose/off and caused damage to the blood lines during a patient's hemodialysis (hd) treatment. There was reported blood loss but no harm to the patient. The staff changed the blood lines and the patient continued and finished treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Event description:
A user facility biomedical technician (bmt) reported the rotor roller tabs/sleeves were loose/off and caused damage to the blood lines during a patient's hemodialysis (hd) treatment. There was reported blood loss but no harm to the patient. The staff changed the blood lines and the patient continued and finished treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.